Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had replace battery now alarm. The customer¿s blood glucose level was 386 mg/dl. The customer stated that they had issues with the insulin pump's battery. Customer stated that they did not receive a low battery alert prior to the "off no power" alert. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no unexpected battery out limit alarm, low battery alert, off no power alert and blank display noted. Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.